Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt short of breath, nauseous and had pain in her shoulders, chest and back. Her cgm was displaying low. She was at work at the time and was unable to compare glucose values right away due to being unable to check a fingerstick bg. Paramedics were not called; the patient drove to the nearest hospital where her bg was 506 mg/dl. The patient injected herself with insulin at the hospital. A chest x-ray, unspecified blood tests, and covid test were performed and the patient was diagnosed with extremely high glucose values. She was discharged after a few hours. At the time of the report she was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.